Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient felt sciatica and neuropathy pain more on the day of the report. On 2017-05-10, it was reported that they hadn't had a bowel movement since (B)(6) 2017. They were going to take a stool softener. They also stated that the bandage was coming loose so they put medical tape on to hold the bandage. They were also worried about the controller not being able to find the external neurostimulator (ens), which a rep assisted with. The patient saw a doctor on (B)(6) 2017 and was advised they might have a urinary tract infection (uti) and the doctor did a bladder test. They were having trouble trying to void, noting that they were pushing and straining. They were also retaining water, noting that their legs and fingers were swollen. Their doctor helped them with adjustments. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.